Event description:
The customer reported that the system sounded as though it was making exposure, but the screen was blank. The customer rebooted the system and completed the case with no further problems. There was also a ma sensor error.

Manufacturer narrative:
The ge svc rep reseated the hv cables, reseated the gib board, and checked connections on the filament driver and generator driver board. He could not duplicate the problem. System operating as intended.